Manufacturer narrative:
Drive devilbiss healthcare received the serial number of the device. The serial number of the device is (B)(6). Section d4 was updated with the serial number (B)(6). Section d9 was updated with the date returned to manufacturer of 10/08/2025.

Event description:
Drive devilbiss healthcare was notified of an incident involving a patient lift sling by the provider who stated that the strap snapped, and the end user fell, reopening a wound on their leg. The right above the knee amputation site, that was reopened, had antibiotics applied to the site with bandages. Product labeling states, "inspect patient slings for wear prior to each use. If signs of tearing, fraying or wear are found discard the sling immediately; worn out slings are not safe for use and may result in injury or death." As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.